Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged the ipg as recommended due to an unrelated illness. In turn, the patient has lost stimulation (per the ipg becoming inoperable) and the ipg is unable to communicate with the charger. As a result, the patient will undergo surgical intervention.